Event description:
It was reported while attempting a spinal with the use if a portex®spinal needle, the device broke. The device was not removed, but was under consideration by a neurosurgeon. The complaint was reported as unresolved as the patient had persistent low back pain. No other adverse health outcomes were reported.